Manufacturer narrative:
(B)(4).

Event description:
Procedure type: diagnostic operative laparoscopy possible resection fundus of stomach. According to the reporter: a 1 1/2 inch v shaped fragment of the plastic cannula was missing when the trocar cannula was removed at the end of the procedure. An x-ray was taken but the cannula is radiolucent. The pt's abdominal cavity was explored but the fragment was not found. The missing piece was not found after exploring the pt. Thirty minute extended operating room time looking for the missing piece of plastic. It was not found. The account is keeping the product for their risk management dept to review.